Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned and no images of the reported damage were submitted for review. A specific cause for the reported damage could not be conclusively determined through this evaluation. The system controller log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number 36463, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C, and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 6 of the IFU, under ¿anticoagulation¿, also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided, the manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Section a4: patient weight has been requested but not yet provided.

Event description:
It was reported that the patient was admitted with frequent falls and left flank hematoma. Log files were submitted for review due to concern for short to shield. It was noted that the patient had multiple driveline tears covered with rescue tape intact. Log file review found low voltage and no external power alarms on 28jun2023, 02jul2023 and 07jul2023 while tethered to the mobile power unit. No events associated with a short to shield issue were noted.